Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) displaying a low vacuum alarm . The rn, called for assistance with a low vacuum alarm. Explanation of the nature of the alarm was explain and the suggested to change out the console was advise. The unit was swap; the new pump is functioning well with no issues or alarms. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit smelled like it's burning. There was no patient harm or injury reported. A getinge field service engineer (fse) evaluated and could not find anything that would determine pump had smoke or any burn signs. Ran unit for several minutes and no signs of smoke or smell of smoke appeared. Customer also stated device had low blood pressure reading. He was able to attach patient simulator and successfully get correct bp reading of 150. Verified unit calibrated and passes all functional and safety tests per factory specifications, unit returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displaying a low vacuum alarm . The rn, called for assistance with a low vacuum alarm. Explanation of the nature of the alarm was explain and the suggested to change out the console was advise. The unit was swap; the new pump is functioning well with no issues or alarms.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.